Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the ventilator and was not able to duplicate the customer's reported problem.

Event description:
The customer reported lap top ventilator 1150 failed in field. There was no information for patient involvement associated with the event.